Event description:
Pt had an intra-aortic balloon pump placed after an mi. Blood was noted in balloon pump sheath and it was felt there was a possible balloon rupture. Pt in process of being weaned from pump. Attempt made to remove it. Resistance noted. Surgical removal of iabp. At time of removal, balloon found to be full of hard thrombus. There was arterial thrombus both approx and distally that was removed using fogerty catheters. Surgical recovery uneventful.